Manufacturer narrative:
Visual evaluation of the returned device found that the handle cannula was in good condition. The flare was detached and had evidence of the flare manufacturing process. The key and the dongle shaft were deformed. Functional testing could not be performed due to the flare detachment. The investigation confirmed that the device had the flare detached and was inoperable. The review and analysis of all available information failed to indicate a root cause or probable root cause, and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the physician attempted several times to extend the snare loop but failed. The snare was checked and it was noted that the plastic sheath had detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the physician attempted several times to extend the snare loop but failed. The snare was checked and it was noted that the plastic sheath had detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of plastic catheter detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.